Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the device had failed the test mesh during device evaluation. The cutter had failed. The cutter was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at kit inspection the device does not properly mesh and is in need of repair. No adverse events were reported as a result of this malfunction. No additional event information available.